Event description:
It was reported that the customer's insulin pump screen is not readable. Part of the screen is black. Inside of the screen is cracked. His blood glucose level was 88 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit had missing segments due to cracked and bleeding lcd glass. Unit had cracked reservoir tube lip.(B)(4)